Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Initial reporter occupation unknown. The device was received for evaluation. Functional and electrical testing were performed and could not duplicate the reported problem. The root cause not established due to no problem found with the device.

Event description:
It was reported that the suction of the heating liquid of device is defective. There was unknown patient involvement and unknown patient harm.